Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient was feeling thirsty and blood glucose levels reached 400 mg/dl while wearing the pod between 37 and 48 hours. The pod fell off the infusion site (arm), causing the cannula to dislodge. The patient was treated with 10 units of actrapid insulin via IV drip. Patient was prescribed syringes/pens as a backup method. Patient was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.